Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted pediatric pyeloplasty surgical procedure, the maryland bipolar forceps instrument's tip snapped apart while inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no pieces were detached from the instrument. No pieces fell inside the patient. There was no injury to the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.